Event description:
During a coronary artery angioplasty procedure, deflation difficulties were encountered. The physician advanced the maverick otw 2.5 x 15mm balloon to the lesion in the left anterior descending (lad) to dilate the lesion. The physician attempted to deflate the balloon but was unable to do so. After several attempts to deflate the balloon, the physician pulled the balloon out of the vessel while it remained inflated. This caused a dissection in both the proximal lad and the left main (lm) arteries. A zeta stent was used to initially treat the target lesion, but the physician was unable to reach the lesion with the device. The physician was able to place an express2. 2.75 x 24mm stent over the target lesion and treated the dissections with an express2 3.0 x 18mm stent at the proximal lad and a express2 4.0 x 8mm stent in the lm.